Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Stent had been deployed during procedure and was not returned for analysis. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and no crimp markings were evident on the balloon wall due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Negative pressure seems to have been applied as the balloon was bunched at the distal end most likely because of vacuum pulled. An attempt was made to inflate the balloon to the rated burst pressure , however it was noted that the fluid would not travel through the hub. The device was left soaking in the waterbath at 37°c for more than 24 hours. A second attempt was made to inflate the balloon at rated burst pressure, however the balloon could still not be inflated most likely due to the severe damage and stretching noted across the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found severe damage and stretching from the port bond exit area. The hypotube tab was unseated from the back of the port weld site. Damage was noted at the port weld which was kinked and stretched for approximately 6mm. A kink was also noted at the port exit site. The inner lumen and outer extrusion showed damage and stretching at different locations along the length of the shafts and several kinks were also observed. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system.. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10736 and 2134265-2016-10742. It was reported that removal difficulties were encountered. A 4.00 x 38 synergy¿ drug-eluting stent was selected to treat an obstruction in the rca. The synergy¿ stent was deployed at 18 atmospheres into the ¿wrongly deployed¿ promus premier stent which was implanted one year ago. Post-dilation with the stent delivery balloon at 20 atmospheres was performed; however, deflation of the balloon was asymmetrical. When the device was attempted to be removed, difficulty in withdrawing the stent delivery system (sds) was encountered and it was then noted that the distal end of the balloon was swollen. Another 3.50 x 16 synergy¿ drug-eluting stent was used and the same issue happened; the balloon deflated in an asymmetrical way, encountered difficulty in withdrawing the sds, and the distal end of the balloon was also found swollen. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10736 and 2134265-2016-10742. It was reported that removal difficulties were encountered. A 4.00 x 38 synergy¿ drug-eluting stent was selected to treat an obstruction in the rca. The synergy¿ stent was deployed at 18 atmospheres into the ¿wrongly deployed¿ promus premier stent which was implanted one year ago. Post-dilation with the stent delivery balloon at 20 atmospheres was performed; however, deflation of the balloon was asymmetrical. When the device was attempted to be removed, difficulty in withdrawing the stent delivery system (sds) was encountered and it was then noted that the distal end of the balloon was swollen. Another 3.50 x 16 synergy¿ drug-eluting stent was used and the same issue happened; the balloon deflated in an asymmetrical way, encountered difficulty in withdrawing the sds, and the distal end of the balloon was also found swollen. The procedure was completed and there were no patient complications reported.